Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and power on and power off cycles without duplicating the report. Power related accessories were not returned as part of the investigation. The device was recertified and returned to the customer. The log review did not identify any device related faults associated with the customer report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.